Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at an unspecified time. The patient reported obtaining blood glucose results of '457 and 266 mg/dl' with the subject meter which she felt were inaccurately high compared to how she was feeling when she tested and/or her normal blood glucose results. The patient reportedly manages her diabetes with insulin pump therapy and she denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that on (B)(6)2012 at 8:30 p.m. She developed symptoms of "shaky and not with it" and 30 minutes later treated herself with food and/ or drink. At the time of troubleshooting the patient did not have control solution to perform a control test. The cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury as a result of the alleged issue. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.